Event description:
A (B)(6) advocate called stating her daughter, upon awakening, received blood glucose results of 15 or 16mmol/l on her contour link and was not feeling well. She injected 4-6 units of insulin. By 3:30 that afternoon, the customer was still not feeling well so an ambulance was called. Her blood test was run again with her contour link and the reading was 12mmol/l. The reading from the ambulance meter was higher than 20mmol/l. She was taken to the hospital and treated for high blood glucose. The customer was discharged from the hospital on (B)(6) 2012. A new meter was sent to the customer. Strip information was not provided.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.